Event description:
The leads were removed due to twiddler's syndrome; this resulted in dislodgement of leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.